Event description:
The mic-key gastrostomy (gt) tube was placed on patient for venting purposes only last month. Infant was fussing the following week and noted to be straining at stooling. During diaper change, nurse noticed the gt had dislodged and was attached to her abdomen by tape only. The retention balloon was noted to be deflated. The gt was easily reinserted and taped back in place. Twelve hours later, the infant was fed 30ml via nipple and sat up to burp. Clinician notice gt was out again. A foley catheter size 14 with a 5cc balloon was placed to maintain patency of gt opening. Md was notified and the gt was sent to biomedical for evaluation. Biomedical evaluation noted 5cc retention balloon had split causing balloon deflation. No patient injury noted. Manufacturer provided RMA number to have device returned for evaluation and follow up.